Manufacturer narrative:
(B)(4). Date sent: 8/18/2021. Additional information: this is an analysis of two photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the first photo shows a mechanical device with a blue reload loaded and with the anvil and closure trigger in the open position. The articulation could be seen straight and the safety unlocks. The second photo shows an anvil with a blue cartridge installed. Based on the photos review, the event describe could not be confirmed as no firing issues could be observed through the photo analysis. However, no conclusion or root cause could be determined. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Batch # u5dk0d. Reload: ecr60b (lot # r40p2v). Photo(s) received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the photographic evaluation. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pse60a device was returned with no apparent damage and with an ecr60b reload not loaded on the device. The reload was received partially fired 1/16, with the pan partially dislodged and damaged. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It should be noted that product failure is multifactorial. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment stop windows resulting in the knife pushing the one-piece sled forward and locking the reload. It possible that handling by the customer could damage on the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified.

Event description:
It was reported that during the rectal mass excision surgery, could not fire on the 2nd firing. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.